Manufacturer narrative:
The investigation showed that OEM testing yielded results of 700,000 miu/ml. Datalog analysis indicated that the concentration reported is consistent with a high dose hook generated by a sample > 300,000 miu/ml. There is no sample remaining to perform dilution studies. The instructions for use other limitations section states that "samples containing greater than 300,000 iu/l hcg may read within the reportable range due to a high dose hook effect".

Event description:
A customer observed total b-hcg results on a pt sample that did not match results from an OEM method. The biased result was reported, but was not questioned by the physician. Biased results of the magnitude and direction observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.